Manufacturer narrative:
Investigation showed that the male connector is completely disconnected from the cable. It is broken near the end of the cable that connects to the electro-surgical generator. The wires are burned and shorted out. The female connector showed stress marks. The cable has been in use prior to 2002. It appears that the wires were broken when the power was applied, causing short and burning from inside. The user repeatedly pulled on the flexible cable when disconnecting the device, instead of on the plastic connector. Cause of event: user care and maintenance.